Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was repositioned due to migration. Moreover, the patient was given antibiotics. The device remains in service. No additional adverse patient effects were reported.